Event description:
It was reported the patient had an unrelated surgical procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external devices. Programmer displayed error message "cannot connect to the generator, the generator is not responding." Surgical intervention may take place at a later date.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.